Event description:
It was reported that during the implant procedure, there was a screw mechanism failure. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the distal conductor was distorted, the distal conductor was fractured due to overstress, there was blood in/on the helix/lobe mechanism, and there was deformation/fracture in 5 cm proximal section of inner coil leading to extension problems. It was determined that the damage occurred at implant.